Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had migrated so that the patient was able to remove the device. The patient reinserted the device themselves but the doctor later explanted to due to risk of infection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.